Event description:
It was reported that the lead was explanted and replaced due to sensing difficulty and fracture. The patient later reported going to the ER after receiving inappropriate shocks. A problem with the lead was found, so it was replaced. The patient's attorney subsequently reported that the patient "experienced a number of frightening episodes of unnecessary shocks" because of a defective lead that fractured. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku.